Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was leaking water and showing an unknown error code during procedure. Based on the current level of information, it cannot be excluded that the error code was related to a pump malfunction on the patient side. There was no report of patient/user injury.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the user overfilled the tanks causing water to penetrate components which failed and led the reported error outbreak. The user error has been determined as the only root cause of the reported the event thus, it has been re-assessed as non reportable.

Event description:
See initial report.